Event description:
It was reported that the pump touch screen would vibrate and then open on the bolus screen without the customer's interaction. There was no reported impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.